Manufacturer narrative:
(B)(4) additional suspect medical device component involved in the event: model #: sc-2352-50e serial #: (B)(4) description: trial linear 3-4 lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had a transient ischemic attack (tia) and was hospitalized after a trial procedure. The physician believed that tia was procedure related and not device related. An MRI was taken, but the results are unknown. No further information could be obtained regarding the results and if there was medical intervention provided. The trial leads were pulled explanted. The patient was reportedly doing well.